Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump issue was confirmed through failing the occlusion test and being unable to build pressure, and the ehl showed alarms of upstream occlusion. The cause of the customer reported problem was a worn/defective upstream occlusion (uso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor and uso seal and updated software, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a bad upstream sensor. There was no patient involvement.